Event description:
End user alleged while operating the motorized wheelchair he was struck by a motor vehicle. Allegedly, as a result of the incident the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the police report, the end user was operating the motorized wheelchair in the roadway, at night and was struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules". "Cross roads at locations where you are most visible to motor traffic, if possible at a light-controlled pedestrian crossing with handicapped cutouts". "Cross the road by the most direct route."